Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down multiple times during an event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed from the service log reveal the device was operating using 10 years old battery at low capacity. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The root cause is due to battery maintenance.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down multiple times during an event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.